Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), genital haemorrhage ("prolonged heavy bleeding,") and loss of consciousness ("passed out /blackout") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" in 2013. The patient's past medical history included hypoplastic left heart syndrome (younger son). Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("pain: abdominal pain"). In 2013, the patient experienced migraine ("migraines"), skin disorder ("skin issues/skin condition type:unspecified"), fatigue ("fatigue"), headache ("headaches,"), allergy to metals ("allergic or hypersensitivity reaction: metal allergies") with urticaria, mood swings ("mood swings"), menstruation irregular ("irregular menses"), temperature intolerance ("cold intolerance"), alopecia ("hair loss") and rash ("rash: unspecified"). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations") and blood pressure increased ("increased blood pressure"). In 2015, the patient experienced loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), hot flush ("hot flashes"), eczema ("eczema") and weight increased ("weight gain"). The patient was treated with ibuprofen, surgery (she had surgery to remove essure implant (hysterectomy with bilateral salpingectomy)), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and eczema had not resolved and the vaginal haemorrhage, menorrhagia, genital haemorrhage, migraine, skin disorder, fatigue, headache, allergy to metals, dyspareunia, hot flush, mood swings, palpitations, blood pressure increased, loss of consciousness, weight increased, menstruation irregular, temperature intolerance, alopecia, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, blood pressure increased, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hot flush, loss of consciousness, menorrhagia, menstruation irregular, migraine, mood swings, palpitations, pelvic pain, rash, skin disorder, temperature intolerance, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion procedure: right tube had 3 coils and left with 4 coils. The patient tolerated the procedure well. Surgical pathology report: gross description: coiled essure devices are identified bilaterally. Final pathologic diagnosis: no pathologic alteration. Foreign body consistent with essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. She did home nickel allergy tested on herself using a band-aid and reports that she developed hives throughout her forearm due to the nickel. Most recent follow-up information incorporated above includes: on 31-jul-2018: the reporter information was added. This case concerns 37 year old patient. Her historical/concurrent condition was added. Essure insertion date was added. Essure indication was updated. Essure was removal date was added. Allergic or hypersensitivity reaction: unspecified was clubbed previously reported event: metal allergies. Per plaintiff fact sheet following events: pain: abdominal pain, rash: unspecified and essure confirmation test was not performed were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("prolonged heavy bleeding,") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of migraine ("migraines"), skin disorder ("skin issues"), fatigue ("fatigue,"), headache ("headaches,"), allergy to metals ("metal allergies") with urticaria, dyspareunia ("painful intercourse"), hot flush ("hot flashes"), mood swings ("mood swings"), the second episode of migraine ("migraines"), eczema ("eczema"), palpitations ("heart palpitations"), blood pressure increased ("increased blood pressure"), loss of consciousness ("passed out /blackout"), weight increased ("weight gain"), menstruation irregular ("irregular menses"), temperature intolerance ("cold intolerance") and alopecia ("hair loss"). The patient was treated with ibuprofen, and surgery (she had surgery to remove essure implant (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and eczema had not resolved and the vaginal haemorrhage, menorrhagia, genital haemorrhage, skin disorder, fatigue, headache, allergy to metals, dyspareunia, hot flush, mood swings, the last episode of migraine, palpitations, blood pressure increased, loss of consciousness, weight increased, menstruation irregular, temperature intolerance and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, blood pressure increased, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hot flush, loss of consciousness, menorrhagia, menstruation irregular, mood swings, palpitations, pelvic pain, skin disorder, temperature intolerance, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: insertion procedure: right tube had 3 coils and left with 4 coils. The patient tolerated the procedure well. Surgical pathology report: gross description: coiled essure devices are identified bilaterally. Final pathologic diagnosis: no pathologic alteration. Foreign body consistent with essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Essure confirmation test was not performed. She did home nickel allergy tested on herself using a band-aid and reports that she developed hives throughout her forearm due to the nickel. Most recent follow-up information incorporated above includes: on 10-may-2018: pfs received. Events added: vaginal bleeding, menorrhagia, hot flashes, mood swings, migraines, eczema, heart palpitations, increased blood pressure, passed out /blackout, weight gain, irregular menses, cold intolerance, hair loss. Outcome of the event pelvic pain was updated. On 21-may-2018: processed with fu from 10-may-2018. New reporter added (case became medically confirmed). Surgical pathology report added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("prolonged heavy bleeding,") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), skin disorder ("skin issues"), fatigue ("fatigue,"), headache ("headaches,"), allergy to metals ("metal allergies") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, skin disorder, fatigue, headache, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain and skin disorder to be related to essure. The reporter commented: the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.